Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experienced unexplained low blood glucose of 38mg/dl, and the paramedics were dispatched to the customer's house. The customer mentioned having complications with gastroparesis. No further information was provided.